Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review or the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via maude report #mw5068674 that at the end of interventional procedure when the luge wire was removed from the patient, the tip of the wire remained in the distal left anterior descending artery. The patient expired the day after the procedure was performed. It is not known whether the retained wire caused or contributed to the patient's death.